Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the site's hand held device would not power on. The battery was switched with a known good battery and the issue did not resolve. The hand held has been returned to manufacturer and analysis is underway.